Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a left bhr tha construct was implanted on (B)(6) 2010, plaintiff experienced rising cobalt chrome levels on blood as well as fluid collection showed on MRI on left hip. A revision surgery was performed on (B)(6) 2021 to treat these adverse events. During the surgery tissues had some metal staining and there was a small amount of corrosion of the trunnion. Femoral head was explanted. Plaintiff outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed. The hemi head 48mm was explanted. As of today, the explanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the hemi head, modular sleeve and acetabular cup was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch for the acetabular cup. Other similar complaints were identified to involve this batch for the hemi head and modular sleeve. However, as the devices are no longer sold, no action is to be taken. No other similar complaint has been identified for the part number and the reported failure mode for the modular sleeve. Other similar complaints have been identified for the part number and the reported failure mode for the hemi head and acetabular cup. Hemi heads, sleeves are no longer sold, no action is to be taken, for the acetabular cup is going to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Hemi heads, sleeves have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A risk management review was performed for the acetabular cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The available medical documents were reviewed. The clinical information provided, of the murky appearing synovial fluid, metal-stained tissue, and corrosion of the trunnion may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.